Event description:
(B)(4). The provider states the footboard hardware is stripped and footboard is loose. The provider states the side motor is grinding and pulling. The provider disconnected call before transferred (B)(4).